Event description:
Customer reported not being able to test her blood glucose due to given the wrong strips at the pharmacy. Customer reported experiencing symptoms of nausea, diarrhea and vomiting. Customer reported going to the sanjacinto center where she was diagnosed with severe hyperglycemia and treated with metformin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation resutls are available.